Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient they had their ins replaced because the ins on the right side was too low and was making them hurt. The patient reported their health care physician (hcp) removed it and implanted the new ins on the left side and higher. The patient had called in to inquire to have a bladder diary sent to them. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported that they had a revision to moved the right side ins up because it was hurting back for 3 months. No further complications were reported or anticipated. [Please refer to (B)(4) for event pertaining to ins not working].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient was hurting in the lower back. The patient noted they were going to put another one on the left much higher than the previous one. There were no further complications that have been reported as a result of this event.